Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application was not audible. No additional event or patient information was provided. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.